Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (use of device in short and angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.7 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the diameter at the renal artery is 27 mm, the length of the aortic neck was 7 mm, and 7 mm below the renal artery, just above the aneurysm the aortic neck is 34 mm in diameter. There is severe aortic angulation. It was reported that the after the implantation of the bifurcated stent graft there was a proximal type I endoleak. The physician modelled the stent graft with a balloon, used endo-staples and implanted an endurant 36x36x49 aortic cuff proximally to the bifurcated stent graft however, proximal type I endoleak was not resolved. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.